Event description:
Customer reported via phone call to have low blood glucose of 29 mg/dl. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. During troubleshooting it was found that customer did not unsuspend pump after shower. It was also found that insulin pump was exposed to MRI. Insulin pump passed displacement test. Customer states that belt clip broke causing scratches on display screen and insulin pump casing. After troubleshooting, it was determined that insulin pump was functioning correctly and customer was able to see display screen. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.